Event description:
It has been reported to philips that the allura system would not expose x-ray and a 'reselect application' error appeared. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and found that system was not getting turned on. The fse checked the system and observed that the ippc (image processing pc) wasn¿t getting switched on. It was identified that issue was caused due to a faulty smps (switched mode power supply). The fse replaced the smps to resolve the issues. After the replacement, the system was returned to use in good working order.